Event description:
It was reported that a man had allevyn for the stoma at the suprapubic-kad. The dressing didn't absorb all the exudate and a thick mass was created between bandages and stoma. It was bad smell and the skin was irritated.

Manufacturer narrative:
(B)(4)